Event description:
During the procedure the physician attempted to deflate the occlusion balloon, but it would not deflate. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed intervention and attempted to deflate the occlusion balloon and it would not deflate when required. The physician opened the adapter and noticed that the occlusion wire had kinked, resulting in the inability to deflate the occlusion balloon. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and the occlusion balloon deflated. The pt is reported to be fine.